Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal diluadid and bupivacaine (concentrations and doses unknown) via an implanted pump for complex regional pain syndrome, non-malignant pain, and other chronic/intract pain (trunk/limbs). It was reported the patient's previous pump was replaced due to ¿something being wrong¿. The issue was unknown. The caller¿s description suggested a potential issue with the catheter, but reported they did not replace the catheter. Further information was not provided.